Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the patient's skin. There were 8 infusion sets with the adhesive not sticking. The patient alleged the adhesive was defective. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.